Event description:
According to the reporter, during the laparoscopic nephrectomy procedure, when mobilization of bowels, the device had sealing inadeq uate/partial (with evidence of energy delivery and end tones heard). There was a re-grasp alert or other error that occurred. The seal showed evidence of energy delivery, but did not bleed after cutting. 2-3 good seals were completed before the problem occurred. C leaning of the jaws of the device's handpiece was performed as usual every few activations. Replaced with another device and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#40300332x); 174006, 174006 protack 5mm disp in (lot#p3f0205); 174006, 174006 protack 5mm disp in (lot#p3f0205); vlls10gen, vlls10gen ls series vessel sealing gen (lot#unknown); vlft10gen, vlft10gen ft series energy platformx1 (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic nephrectomy procedure, when mobilization, the device had inadequate/partial sealing (with evidence of energy delivery and end tones heard). No seal show evidence of energy delivery. Replaced with another device and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h6 (rfr, fdd) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.